Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on a patient, the cs100 intra-aortic balloon pump (iabp) had a continuous whistling when turned on. There was no patient involvement.

Manufacturer narrative:
E1 (event postal code - (B)(6), event site state - (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue continuous whistle on and display off. To fix the issue, the fse replaced the pcb, motor controller and fuse 10a and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.